Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), dyspareunia ('dyspareunia (painful sexual intercourse)') and genital haemorrhage ('bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), dermatitis allergic ("allergic rash"), fibromyalgia ("autoimmune diagnosed: fibromyalgia"), alopecia ("other injuries/symptoms : hair loss"), migraine ("other injuries/symptoms : migraine"), dysgeusia ("metal taste in mouth") and vitamin d deficiency ("vitamin d deficiency") and was found to have weight increased ("other injuries/symptoms : weight gain"). The patient was treated with surgery (hysterectomy(full)). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device breakage, dyspareunia, allergy to metals, dermatitis allergic, fibromyalgia, alopecia, migraine, weight increased, dysgeusia and vitamin d deficiency outcome was unknown and the genital haemorrhage had resolved. The reporter considered allergy to metals, alopecia, dermatitis allergic, device breakage, dysgeusia, dyspareunia, fibromyalgia, genital haemorrhage, migraine, vitamin d deficiency and weight increased to be related to essure (ess205). The reporter commented: plaintiff received treatment for: bleeding, rash/skin condition, hair loss, migraine, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2005: results: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('brekage'), dyspareunia ('dyspareunia (painful sexual intercourse)') and genital haemorrhage ('bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), dermatitis allergic ("allergic rash"), fibromyalgia ("autoimmune diagnosed: fibromyalgia"), alopecia ("other injuries/symptoms : hair loss"), migraine ("other injuries/symptoms : migraine"), dysgeusia ("metal taste in mouth") and vitamin d deficiency ("vitamin d deficiency") and was found to have weight increased ("other injuries/symptoms : weight gain"). The patient was treated with surgery (hysterectomy(full)). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device breakage, dyspareunia, allergy to metals, dermatitis allergic, fibromyalgia, alopecia, migraine, weight increased, dysgeusia and vitamin d deficiency outcome was unknown and the genital haemorrhage had resolved. The reporter considered allergy to metals, alopecia, dermatitis allergic, device breakage, dysgeusia, dyspareunia, fibromyalgia, genital haemorrhage, migraine, vitamin d deficiency and weight increased to be related to essure (ess205). The reporter commented: plaintiff received treatment for: bleeding, rash/skin condition, hair loss, migraine, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2005: results: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs received: new event " complication during removal surgery: breakage" was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia (painful sexual intercourse)') and genital haemorrhage ('bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel allergy"), dermatitis allergic ("allergic rash"), fibromyalgia ("autoimmune diagnosed: fibromyalgia"), alopecia ("other injuries/symptoms: hair loss"), migraine ("other injuries/symptoms: migraine"), dysgeusia ("metal taste in mouth") and vitamin d deficiency ("vitamin d deficiency") and was found to have weight increased ("other injuries/symptoms: weight gain"). The patient was treated with surgery (hysterectomy(full)). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the dyspareunia, allergy to metals, dermatitis allergic, fibromyalgia, alopecia, migraine, weight increased, dysgeusia and vitamin d deficiency outcome was unknown and the genital haemorrhage had resolved. The reporter considered allergy to metals, alopecia, dermatitis allergic, dysgeusia, dyspareunia, fibromyalgia, genital haemorrhage, migraine, vitamin d deficiency and weight increased to be related to essure (ess205). The reporter commented: plaintiff received treatment for: bleeding, rash/skin condition, hair loss, migraine, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2005: results: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs was received. Previously added injury nos was replaced with dyspareunia and new events nickel allergy, allergic rash, fibromyalgia, hair loss, migraine, weight gain, metal taste in mouth, vitamin d deficiency, genital bleeding were added. Date of insertion was updated. Date of removal was added. Event outcome was added for bleeding. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.